Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having l4/5 plf. Preoperative diagnosis of this surgery was adjacent intervertebral disorder. It was reported that the screw became stripped and could not be removed; were able to remove three of the screws with a remover screwdriver, but one remained in place. The 8110530 x10 remover screwdriver lock 3.0mm was mistakenly used. There were no patient symptoms reported. There were no further complications reported regarding the event. Additional information was received from the manufacturer representative that the 3.2mm driver was not used and it had no problems. The screw removal drivers grip became loose and it couldn't be pulled out all four screws that were originally in it. This surgery is to replace it with an implant made by another company. It is not a defect of the screw. After obtaining bone fusion after l4/5plf, adjacent intervertebral disorders occurred and reoperation was required. The surgeon doctor is currently using another company's product, and instead of using a revision that is an extension of 3dx, he planned to remove all 3dx once (l4/5) and perform a revision operation (l2/3/4/5) with another company's product. Bone fusion of l4/l5 at the initial fixation site was completed. For safety, a fixation up to l5 was planned, but the screw could not be removed, so a new implant could not be placed in l5. However, the physician in charge has determined that there will be no problems without fixation because the bone fusion of l4/l5 has been completed.

Manufacturer narrative:
G2: country of origin is japan. H3: product analysis: product # 8361025 lot# jm0027 visual and optical examination identified it appears that part of the tip of the instrument has been broken off. The metal deformation gives indication that the failure was the result of overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.